Event description:
The patient presented with a ruptured aneurysm located in the anterior communicating artery (acoma). She was in coma with a tracheostomy. It was reported that the first coil was successfully deployed into the aneurysm; however, the second coil (subject device) prematurely detached. Moderate resistance was felt during delivering the subject device into the aneurysm. Upon withdrawal of the microcatheter with the coil, it was noted that the proximal half of the coil had protruded into the artery, and caused arterial thrombosis. A thrombolytic drug urokinase was given to treat the complication. The physician successfully removed the coil using a retrieval device. Two more coils were placed into the aneurysm to complete the procedure. The patient is still in the intensive care in similar condition as he was before the procedure.

Manufacturer narrative:
For coil protrusion. Additional information regarding the event was requested and the following was determined: the anatomy was very tortuous. There were no issues noted with the preparation or advancement of the coil in this procedure. All direction for use instructions were correctly followed. Continuous flush was maintained. The delivery wire was not rotated at any stage.